Manufacturer narrative:
The steris service technician arrived on site and was advised by the user facility that an object, specifically a pump, was caught between the shrouds and base. The technician inspected the table and found the hose guide plate (switch guard) was bent and all five of the override switches were broken. The technician replaced the override switch board with new toggle boot seals and hose guide plate and confirmed the unit to be operational. The operator manual states (pp.4-7), "never store the foot control (or any other objects) on the table base." Steris will conduct in-service training on the proper use and operation of the table.

Event description:
The user facility reported that during a patient procedure the table began to articulate. The user facility stated that the floor locks were locked and the hand control would not work. The articulation that was observed by the user facility was at the foot section of the table. The foot section rose into a 90 degree angle. The user facility transferred the patient to another table and the patient procedure was completed successfully. No injuries to hospital staff or patient.